Event description:
It was reported the patient had an unrelated shoulder procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
It was reported the patient had an unrelated shoulder procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.